Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to visual inspection found the instrument blade melted at tip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument released energy and began arcing almost immediately. The complaint regarding instrument failed to pass the self-check, was confirmed by failure analysis. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. Excessive energy usage can cause melting of the blades.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) failed to pass the self-check. The procedure was completed with no reported injury.